Event description:
During a left rotator cuff repair using a twinfix ab 5.0 sutr anchr w/2 38 ultra, it was reported that the anchor broke inside the patient. The pieces were removed. A second site was prepped using a tapper; leaving the initial site empty. A different anchor was implanted. The patient¿s post-operative condition is okay. There were no reports of patient injuries or complications.

Manufacturer narrative:
Device evaluation: one 5.0 twinfix ab suture anchor was returned for evaluation. Visual assessment confirmed the reported complaint of breakage. The distal portion of the anchor has broken and was not returned. The break is angular in nature. Dimensional assessment of the anchor is prohibitive due to its returned condition. The condition of the returned portion of the anchor is consistent with excessive force being applied during use. A review of the device history records associated with this manufactured lot confirmed that no abnormalities were reported with this product during manufacture. No root cause related to the manufacture of the device can be established. No further investigation is warranted at this time. The instructions for use under precautions states: ¿excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor¿. (B)(4).